Manufacturer narrative:
After clarifying the "crushed" reference in the original complaint as recorded by sunrise medical's customer service representative, the reference was being made to describe the damage to several parts of the subject wheelchair. A letter stating sunrise medical's recommendation to replace the wheelchair was provided to the dealer to submit to the end user's insurance agency in order to request a replacement chair. The end user is currently in a loaner chair. The dealer also confirmed that the injuries sustained by the end user were broken bones to the left hand and a shoulder injury, which have been treated by a medical professional. This MDR filing is to report the injuries sustained due to the auto accident. There were no allegations of malfunction or defect made against the subject wheelchair. No further investigation will be performed by sunrise medical.

Event description:
On (B)(6) 2018 per dealer, the client was crossing the street at a cross walk and was hit by an oncoming truck. The chair was hit in right rear, chair was crushed. The client received injuries, broken bones in hands, shoulder injury and bilateral prosthetic damage.